Event description:
Upon administering meds via orogastric tube, leaking was noted from where the blue air vent tube joins the actual nasogastric sump tube. Medicating rn called risk manager in to examine, noted large amount of fluid with medication leaking through this connection site, therefore patient not receiving meds. Tube removed & replaced with new one.